Event description:
Pt to or for a laparoscopic nissen fundoplication. Two tiny pieces of plastic found in abdomen at the end of the procedure. A small plastic area chipped off on the distal camera. All pieces were retrieved.